Event description:
It was reported that the web service failed to send a notification for a carealert. Further investigation indicated that the system created the notification, but could not be found in the website. It is suggested that there may have been a "connection interruption" between the two networks which prevented the expected communication to take place. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.